Event description:
On (B)(6) 2025 the patient was in cath lab at (B)(6) for a thrombectomy procedure using a penumbra lightning bolt 7 cat 7 aspiration catheter device. The patient's right groin was accessed and using the penumbra device the cardiologist was able to extract approximately 80% of the known clot. At that point, the cardiologist decided to remove the device and assess if another intervention was needed. At this point it was discovered that the tip of the extraction catheter had broken off inside the patient's artery. There was no obstruction noted. Multiple attempts were made to retrieve the broken tip. Cardiologist using a balloon catheter was able to move the tip to the access point of the artery but was not comfortable trying to remove the tip outside of the artery. Patient was airlifted to (B)(6) to vascular surgeon where a procedure was performed and the broken tip was successfully removed. A representative from penumbra was present for this procedure. Per follow-up with uams, patient was stable.